Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Facility discarded device.

Event description:
It was reported that during CT, the CT machine was alarming and limited the flow. Ms&s stated, "for CT procedures any tubing or needless connectors attached to the accucath would need to be CT compatible and have the appropriate flow rate and psi limit. The accucath is indicated for power injection with contrast media at 6mls/sec (if not partially occluded) and the psi limit for the machine is 300."